Event description:
It was reported that during the infrapopliteal pta tretment procedure, the coating on the v18 control wire became swollen causing the wire to become trapped in the balloon catheter. A savvy balloon was inserted into the pt using the v18 wire without difficulty. During attempts to withdraw the balloon, resistance was encountered resulting in the catheter shaft becoming damaged; therefore the balloon and wire were removed as a unit. Following removal from the pt the wire could not be withdrawn from the catheter. The physician suspected the hydrophilic coating of the v18 wire "has swollen." A new savvy balloon catheter and cordis.018 wire were used to complete the procedure. No pt injuries or complications were reported.